Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a specimen cup. The customer stated that the container was filled with a specimen called formalin. The nurse went to pick up the container and the lid came off and the container fell to the counter causing the formalin to splash back up directly into her face. The nurse has been out of work for a week. The customer stated that the lid does not fit securely and the threads strip when attempting to close the lid.

Manufacturer narrative:
Per the customer, a sample is not being returned. An investigation is currently underway; upon completion, the results will be forwarded.